Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the right ventricular lead continued to exhibit crosstalk on 8/6/2018. Chest x-ray on (B)(6) 2018 reveled externalization. It was also noted that the atrial lead exhibited increased impedance. Programming changes were discussed. No intervention was reported. Patient was asymptomatic and will continue to be monitored with regular follow ups.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of stored remote transmission, episodes of non sustained right ventricular oversensing were noted. Patient presented in clinic again on (B)(6) 2017. The right ventricular lead exhibited cross talk and noise. Noise was not reproducible with isometrics. No further episodes were reported. No intervention was performed. Patient was feeling fine and will continue to be monitored.